Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Venous air alarms occurred at the beginning of two consecutive routine hemodialysis treatments that could not be resolved. During the first treatment, the operator attempted to remove the air with a 3cc syringe but was not successful so the treatment was discontinued without performing rinseback. The treatment was restarted and again venous air alarms occurred at the beginning of the treatment. The operator removed six 50cc syringes of blood and air before discontinuing and performing rinseback for the second treatment, resulting in an estimated total blood loss of 490cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing air removal procedures as instructed in the user's guide, which states to use a 20cc syringe and to inject the blood back through the post filter cap port. The reported alarms could not be duplicated during testing and eval of the returned cycler. The user's guide identifies probable causes of the alarms and provides adequate instructions to resolve the alarms. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.